Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing as there was a single ventricular tachycardia (vt) marker at the start of a recent pacemaker mediated tachycardia (pmt) events. Technical services (ts) noted the pmt events to occur singly and are not at risk of leading to inappropriate shock. Previous pmt events showed retrograde conduction. Ts discussed programming optimization with the health care professional (hcp). This crt-d remains in service. No adverse patient effects were reported.